Manufacturer narrative:
(B)(4). Initial reporter's occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, approximately 4 weeks after a mastopexy procedure, there was an allergic reaction around the suture in both breasts and dry small holes appeared. There were protruding sutures. Sutures were removed and bandages were applied. The wound is healed.

Manufacturer narrative:
This report 1219930-2018-03978 was sent in error as a duplicate for MFR report number: 1219930-2018-03405, any additional information received in the future will be captured and submitted under the report number 1219930-2018-03405. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.